Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with check vent 35 volt supply failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the power management board to address the reported problem.